Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, when the device was fired, the staple failed to form b shape. To resolve the issue the surgeon change to another product. There was no patient injury.